Manufacturer narrative:
Initial reporter name and occupation received. A medtronic representative went to the site to test the equipment. It was reported that the power conversion enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. (B)(4). The power conversion enclosure was returned to the manufacturer for analysis. It was reported that there was an electrical failure due to defective and shorted transistors. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter name and occupation were not available at the time of filing. No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the umbilical was disconnected from the image acquisition system (ias), the ias tried to power on. There was no patient present.